Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Old vascular insult in the left parietooccipital and right occipital lobe. (B)(6) 2010: CT scan of the brain: stable intraparenchymal hematoma in the left posteriorsuperior frontal lobe with adjacent edema. Old left parietooccipital and right occipital lobe infarcts. Ischemic white matter changes of aging. On (B)(6) 2010: eeg = abnormal, suggestive of mild encephalopathy. On (B)(6) 2010: hemoglobin 11.7, hematocrit 34.4, platelet 173,000, inr 1.4. The stent remains in the patient. The reported patient effects of neurological deficit/dysfunction, intracranial hemorrhage and seizure are known adverse events listed in the product instruction for use as known potential adverse effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2010, 21 days after the implantation of the rx acculink stent in the left internal carotid artery, the patient experienced a left posterior frontal lobe subarachnoid hemorrhage with confusion and seizure activity, requiring admission to the hospital with platelet and fresh frozen plasma transfusions. The seizure was treated with medications. Prior to this stroke, the patient was taking coumadin, aspirin, and plavix all of which have been discontinued due to the stroke. One physician feels that the cause of the stroke was the coumadin, aspirin, and plavix and does not feel that the stroke is related to the carotid procedure or the carotid device. Another physician believes the cause of the hemorrhage was reperfusion involving the left internal carotid artery distribution. The patient's condition has improved, but the patient still has residual weakness in the right hand and some facial droop of the right side of his mouth. On (B)(6) 2010, the patient was transferred to a rehabilitation facility for physical therapy. There was no additional information provided.